Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2020. They confirmed the following information with the physician. It was reported that the cause of the stimulation turning on/off when driving was due to a narrow range of positional angles in their adaptive stim settings. The rep reprogrammed the positional angles to wider ranges, which resolved this issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since having the adaptivestim feature turned on (date not known), the patient had been feeling stimulation turn on and off when driving, and only when driving. The patient was not with the rep during the call, so troubleshooting could not be performed. No further complications were reported or anticipated.